Event description:
A site reported to rxsight that during implantation of a light adjustable lens (lal, sn (B)(6), +20.5d) on (B)(6) 2023, a capsular bag tear and dislocation of the lal into the posterior chamber occurred. On 11/2/2023, the lal was retrieved from the posterior chamber and placed in the sulcus by a retinal specialist. A vitrectomy was also performed. Rxsight's first awareness of the event was on 10/30/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 3910.